Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an iliac artery aneurysm using gore® excluder® iliac branch endoprostheses (ibe). After deployment of the iliac branch component (ceb231010a) in the left side, the internal iliac artery (iia) cannulation through the internal iliac leg hole was attempted but could not be done. The blood flow into the left iia was shown before the procedure; however, it was found to disappear by an angiography during the procedure. Therefore, the physician gave up implantation of the internal iliac component. Two aortic extender endoprostheses (pla230300j) were deployed inside the iliac branch endoprosthesis to occlude the internal iliac leg hole. In the right iliac artery, a contralateral leg endoprosthesis (plc121200j) was deployed. The kissing balloon technique was performed for the proximal ends of the contralateral leg endoprosthesis and the iliac branch endoprosthesis. No stent graft for the abdominal aorta was used. The patient tolerated the procedure. Reportedly, the left iia was not branched from the aneurysm part but from the more distal part. Therefore, the cannulation into the iia was significantly difficult. The reporting physician commented as follows: the origin part of the left iia was narrow and it was difficult to cannulate.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Also, per IFU: do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur.